Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received no button response due to corroded keypad traces. The insulin pump was received with cracked battery tube threads, reservoir tube lip, belt clip slot, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and a blank display. Customer's blood glucose was unknown. The customer stated the keypad was not sensitive and the display was blank. The customer did not state any significant events leading to the issue. The insulin pump will be returned for analysis.